Event description:
During removal of the aquatrack guidewire there was a resistance felt in the pigtail catheter (difficulty to pass the stopcock mounted on the catheter). The catheter was clogged in 1/3 rd of the distal part and could not be flushed afterwards. Part of the tip of the guidewire seemed to be missing.

Manufacturer narrative:
Investigation in-process and the results of the investigation will be filed in a supplemental report when completed.